Event description:
It was reported that: pt is experiencing pain but it is not unbearable. Pt is reporting that the pain is more of an achiness. Pt states that he has had blood work and everything looks ok. Pt is supposed to have an MRI but has not scheduled yet.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.